Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, a recoverable error occurred on universal surgical manipulator (usm2). The customer elected to use the other da vinci system to continue with the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 23008. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, the 23008 error was found indicating pot to encoder error fault on the axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensors check, and sine cycle were found to be failing on the yaw axis. Once testing was completed, the yaw searchlight assembly with printed circuit assembly (pca) was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the yaw searchlight assembly with pca was found to be the root cause of the reported event.